Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause is unknown. A new battery will be implanted on (B)(6) 2024. And in a different location. The controller was re-programmed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated she has been having problems with the controller. Patient stated she set the controller at a certain stimulation for the day and a different stim setting for the night and it is not holding the stimulation levels she is setting. During the day patient will notice that her back is starting to hurt patient stated it is a backache in the lower back since a couple of months ago patient verified, she has not had any traumas / falls patient mentioned that it feels like the implanted battery has moved closer to her spine and it does not feel as secure in the pocket as it used to. Patient mentioned that she had this problem once before and they had to go in and re revise the pocket but that was when she lost a lot of weight. Patient does not recall when that revision was. The patient was redirected to their healthcare provider to further address the issue. See pe(B)(4) for previous revision.